Event description:
It was reported that the patient had been hospitalized loss of consciousness on (B)(6) 2023. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and hypoglycemia. The patient¿s father was unaware of what the patient was treated with. The patient was found by their father unconscious who proceeded to call 911 and give the patient glucagon nasal spray. The patient was released on (B)(6) 2023. The pod was removed at the hospital. The patient has discarded the pod. It was reported that the patient has gone back to shots for insulin delivery since they were discharged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.